Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on 19 may 2026 that the patient presented with grade 3 functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, one gripper was unable to lower during gripper actuation test. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. The mr was reduced to grade 1 post procedure. There was no clinically significant delay or adverse patient effects reported.